Event description:
The patient experienced "loss of therapy". The pump contained fentanyl 1500 mcg/ml and delivered a dose of 700 mcg/day. A rotor study was not performed. A dye study was performed and the result was normal. The pump and catheter were both replaced. Following the replacement, the patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), (B)(4). Analysis of the pump revealed no anomaly found.